Event description:
Caller reported a cartridge alarm 20, which resulted in the customer's blood glucose level rising to over 400 mg/dl. To address the high blood glucose, the customer administered a correction bolus using the pump without requiring third-party assistance. Technical support confirmed consecutive cartridge alarms, decided to replace the pump with one that has updated software, and instructed the customer on putting the pump into storage mode. The customer was advised on steps to follow upon receiving the replacement pump and understood how to return the problematic pump to tandem.